Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. No functional abnormalities were noted with the pump. The detachment end of the inlet tube revealed the surfaces to be rough and irregular, indicating stress was exerted. Abrasion was noted on all pump tubing. Abrasion was noted on both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder. Abrasion was noted on the inlet tube. No functional abnormalities were noted with the reservoir. The reservoir bladder was separated during testing to remove matter (i.e. Tissue, etc.) From inside the reservoir that was not removed during prep. The reservoir was re-sterilized. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the pump inlet tubing, indicated by the rough and irregular detachment surfaces. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device would not inflate. The device was explanted; upon explant there was a visible tear in the pump tubing junction.